Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead (a) found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-00387, related manufacturer reference number: 1627487-2020-00388, related manufacturer reference number: 1627487-2020-00390. It was reported the patients leads displayed high impedance. Xrays revealed the both of the patients l1 leads are fractured and one of the t12 leads has migrated. Surgical intervention may be pending to address the issue.

Event description:
It was reported during followup the patient underwent surgical intervention during which all of the patients leads were explanted and replaced with 3 new leads. During the procedure it was noted 3 of the leads were fractured and 1 had migrated. Surgical intervention addressed the issue.